Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove and balloon rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Additional information: the device was inflated several times at 12, 14 and 16 atmospheres.

Manufacturer narrative:
(B)(4). It should be noted that the trek rx instructions for use (IFU) states: the balloon pressure should not exceed the rated burst pressure (rbp). Treatment of moderately or heavily calcified lesions is considered to be moderate risk and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is most likely that the balloon interacted with the calcification such that it contributed to the reported resistance during advancement. The inflation above rbp most likely contributed to the reported balloon rupture. The same interaction with the anatomy likely contributed to the resistance during removal subsequently resulted in the balloon detachment.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, de novo, 100% stenosis in the right coronary artery. During pre-dilatation a 2.5 x 20mm trek balloon ruptured circumferentially while stuck in the calcified vessel wall. After balloon removal, it was observed that the tip of the balloon broke off and was unable to be removed. There was resistance during advancement and removal of the device due to patient anatomy. The tip remains in the patient and has been trapped against the vessel wall by a successfully deployed xience stent. There was no clinically significant delay in the procedure. No additional information was provided.